Event description:
It was reported to bsc/target that during the procedure when the physician was performing his third partial repositioning of the gdc 10-soft synerg detection circuit, it prematurely detached. The detachment gap never got closed than 2-3 cm from the catheter tip. The physician elected to push the detached coil into the aneurysm using a micro guidewire. This was only partly successful as the catheter backed out of the aneurysm leaving a loop protruding into the parent artery. This was the 5th or 6th coil of the procedure. The pt was treated with aspirin vs. Heparin. The physician stated that the returned product may not be the correct pusher wire and that he does not have access to the correct part number and lot number info.